Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pump was exchanged. Additional information received from the clinical specialist notes that the pump was exchanged due to a severe percutaneous lead infection. The pump was functioning fine and this is extremely high functioning patient who is listed for transplant.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported event of a percutaneous lead infection could not be conclusively determined. The instructions for use (IFU) lists driveline (percutaneous lead) infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient remained 1a on the transplant list due to the chronic percutaneous lead infection and was transplanted on (B)(6) 2013. It was reported that the infection was initially diagnosed in (B)(6) 2013 and was treated with IV antibiotics. The cause of the infection was unknown.